Manufacturer narrative:
B5: information added. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6 patient code corrected from thrombosis/thrombus to no clinical signs, symptoms, or conditions.

Event description:
This patient was a part of a clinical study. It was reported an implant migration and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. At the 45 day routine follow up, echocardiogram imaging revealed the closure device had shifted from its implanted position. A grade 1 partial thrombus was also identified. There were no corrective actions or diagnostic tests associated with the finding. It was further corrected that the grade 1 partial thrombus was a distal thrombus, alluding to behind the device and not an atrial facing thrombus or device related thrombus.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx? Pro was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift. Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
This patient was a part of a clinical study. It was reported an implant migration and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. At the 45 day routine follow up, echocardiogram imaging revealed the closure device had shifted from its implanted position. A grade 1 partial thrombus was also identified. There were no corrective actions or diagnostic tests associated with the finding. It was further corrected that the grade 1 partial thrombus was a distal thrombus, alluding to behind the device and not an atrial facing thrombus or device related thrombus.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
This patient was a part of a clinical study. It was reported an implant migration and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. At the 45 day routine follow up, echocardiogram imaging revealed the closure device had shifted from its implanted position. A grade 1 partial thrombus was also identified. There were no corrective actions or diagnostic tests associated with the finding.